Manufacturer narrative:
Product event summary: geo event description: information received by medtronic reported that during an implantable neurostimulator (ins) replacement procedure, the healthcare professional (hcp) could not connect the lead to the ins. After several attempts, the lead could not be pulled out and the lead broke. The hcp cut the lead and decided to remove the rest of the lead later when implanting a new system. Preliminary geo assessment: - ins never implanted - could not connect the lead to ins, then could not pull lead out, lead broke - lead was cut, fragment to be removed when new system would be implanted - no symptoms were reported - suspect user/handling issue during implant procedure that resulted in connection difficulties and lead breaking preliminary geo conclusion: pli 10: no evidence of device malfunction. Device suspected to have contributed to the event. Suspect user/handling error during implant procedure, including additional surgical procedure to implant new system. Pli 20: no evidence of device malfunction. Device suspected to have contributed to the event. Suspect user/handling error during implant procedure, including additional surgical procedure to implant new system. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis determined there was a lead or lead parts stuck inside the ins connector port. Product ID: 3093, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3093, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that when connecting the implan table neurostimulator (ins) to the lead, it was impossible to connect it. After several attempts, it was impossible to pull out the lead, and the lead broke. The hcp cut the lead and decided to remove the rest of the lead later when implanting a new system. It was noted that the event occurred during an ins replacement procedure. No symptoms were reported. Nothing known to have contributed to the issue. It was noted that the issue was resolved. The consumer¿s medical history included incontinence. Additional information received reported that the cause of the inability to connect and then pull the lead out was not determined. The original ins was being replaced due to normal battery depletion. There were no further complications reported and/or anticipated.